Event description:
Additional information received from the patient reported that he had his device removed a couple of weeks prior to (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0v67z, implanted: (B)(6) 2015, product type: lead. Product ID: 303,7 serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer initially reported they had the device for overactive bladder (oab) and it was not helping their symptoms and the symptoms had gotten worse. The patient had already tried increasing the amplitude and had tried all 4 programs. The patient confirmed they felt stimulation sensation, but was not getting therapeutic success. The patient would have an appointment with their managing health care provider (hcp) tomorrow. The indication for use included gastrointestinal/pelvic floor. Additional information received from the consumer on (B)(6) 2015 reported a loss of appetite and vomiting. Different programs were testing as well as amplitude with no success, so the stimulation was turned off on (B)(6) 2015. The patient's symptoms improved somewhat after turning the device off. The patient had not received any help; the thing didn't work as symptoms were worse rather than better. An appointment was scheduled with the hcp within 1-2 weeks. Additional information received on (B)(6) 2015 from the consumer reported issues continued after turning the device back on after a month. Regarding programming changes, the patient believed he had it changed once, but was switching between the 4 programs. The patient reportedly lost 3 pounds due to their loss of appetite. An explant was scheduled for (B)(6) 2015.